Manufacturer narrative:
The result of the analysis did not confirm the reported event of high threshold and dislodgement. Visual and x-ray inspection revealed damage from the procedure. Electrical inspections revealed no anomalies. No malfunction was found with the lead as all damage was related to use during the procedure.

Event description:
During follow-up, high threshold was observed. Diagnostic imaging was performed and revealed the left ventricular (lv) lead was dislocated. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.